Manufacturer narrative:
Investigation results: no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Because the specific leakage site and abnormal state of the defective sample cannot be identified, so the root cause of leakage cannot be determined. The plant will continue to track and trend for this issue.

Event description:
No additional information.

Event description:
On (B)(6) 2025, a preoperative intravenous catheter was inserted for anesthesia. Following successful insertion, intravenous medication was administered. Leakage was detected at the y-connector of the catheter, preventing the medication from entering the patient's vein. The leaking catheter was removed and replaced with a closed-system catheter for reinsertion. This process caused additional discomfort to the patient.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.